Event description:
It was reported that during preparation of a stenting treatment procedure, stent dislodgment occurred. The promus element 3.00x20mm stent fell off its balloon delivery system as it was taken out of its protective coil. No patient complications were reported and the device was not used during the procedure. The procedure was completed with another of the same devices.

Event description:
It was reported that during preparation of a stenting treatment procedure, stent dislodgment occurred. The promus element 3.00 x 20 mm stent fell off its balloon delivery system as it was taken out of its protective coil. No patient complications were reported and the device was not used during the procedure. The procedure was completed with another of the same devices.

Manufacturer narrative:
Device evaluated by MFR: only the stent was returned for analysis. A visual and microscopic examination of the stent found the stent was severely stretched along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).